Event description:
Facility alleges a blood leak occurred at the start of treatment. Dialysis was discontinued and blood was not returned to the pt. Estimated blood loss-200cc. Blood loss was due to the blood left in dialyzer and blood lines when discarded. No serious injury or meical intervention reported as a obsult of this incident. This event involved one pt.